Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the provided data indicated that the cycle threshold (CT) value of 37.6 for the alleged sample was consistent with concentrations at or below the assay's limit of detection for hiv. Samples with concentrations at this level may exhibit detectability rates below 100%, particularly in pooled testing scenarios. No issues were identified in the batch trend analysis, complaint history, product release, stability review, or internal non-conformance review. The root cause of the reported event was attributed to the low concentration of the target analyte in the sample, which was below the assay's limit of detection.

Event description:
The initial reporter alleged the generation of an unexpected negative hiv result during the use of the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The blood donation associated with the sample was discarded. On (B)(6) 2020, sample ID (B)(6), tested in a pool of 6 (pp6), generated a non-reactive result. On the same day, serology testing performed with the same blood draw on the cobas 801 analyzer generated reactive results for hiv, hepatitis c virus (hcv), and syphilis. On (B)(6) 2020, the samples in the pool were tested individually, and one donor sample (sample ID (B)(6)) generated an hiv reactive result with a cycle threshold (CT) value of 37.6. On (B)(6) 2020, a new pool of 6 (pp6) was tested but generated an invalid result due to hemolysis of the sample. On (B)(6) 2020, an individual donor test (pp1) of the alleged discrepant donor was performed but generated an invalid result due to insufficient sample volume. On (B)(6) 2020, a pp1 sample (sample ID (B)(6)) was created by diluting 1 ml of the donor sample with 1 ml of known non-reactive plasma (a 1:1 dilution). This sample generated an hiv reactive result with a CT value of 39.41. On (B)(6) 2020, a pool of 5 containing the suspected donor sample (sample ID (B)(6)) generated a non-reactive result. The blood donation associated with the sample was discarded.